Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported the ipg will be explanted and replaced due to a sudden loss of stimulation and a loss of telemetry. It is unknown if the explanted ipg will be returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.